Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to a fractured high-voltage capacitor c21. The negative lead of the c21 capacitor was broken free from the pad. The root cause for the fractured capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the fractured c21 capacitor. The last pt to use this monitor did not report any deficiencies.